Manufacturer narrative:
The insulin pump was received with intermittent response due to flattened express act and escape buttons dome switch. No button error alarm, no unlocked lcd keypad connector, no unexpected number scrolling during, no unexpected display takes off and goes down and back around and no unexpected b button anomalies noted during our testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was programmed with the test minilink transmitter with the glucose sensor simulator and blood glucose meter communicates properly to the insulin pump. No unexpected meter blood glucose alarms or calibration error anomalies noted. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the esc and act buttons on the insulin pump scrolled through the menu options. The b button was unresponsive. The insulin pump alarmed meter blood glucose now. When she cleared the alarm, the insulin pump scrolled through the options again. Customer's blood glucose level was 149 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.